Event description:
Additional information received reported that the cause of event was possible reduction in oral narcotics or discontinued of neurostimulator. There was a surgical revision (generator relocation) of implantable neurostimulator occurred. Implantable neurostimulator was in uncomfortable position when the patient was lying on their back, and it was moved to abdomen on (B)(6) 2012. It was also reported that adaptive stimulator needed adjustment in orientation. There were no abnormal impedances. Patient reprogrammed on (B)(6) 2012 and was working well.

Event description:
Additional information received from the patient reported he still had concerns regarding his device or therapy, but was working with his physician or a company representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator's adaptive stimulation was on, however, it was not working correctly and the patient had to adjust the settings on his own. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).